Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported by the affiliate that before an unknown procedure, air leaked from the device. Other devices were used to complete the case. There were no adverse consequences for the patient.